Event description:
Kimberly-clark received a report stating, dacron cuff comes off of feeding tube during removal and is left in patient. The physician has decided not to remove the cuff at this time. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
Although requested, no lot number was provided for the device involved in this reported event, so the device history record could not be reviewed.in addition, the device was not returned to kimberly-clark for analysis. Without a lot number or returned device we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Devcie not returned to kimberly-clark by customer.